Manufacturer narrative:
Customer has not provided the lot number and/or returned product for evaluation. If a specific lot number information is available and/or product is returned at later date, the investigation will be re-opened. Based on the information provided this complaint could not be confirmed.

Event description:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. A separately packaged vial of bupivacaine was used. No patient death or serious injury was reported in connection with this incident.